Event description:
It was reported that the device was used during a thoracotomy. The devices were firing malformed clips. The surgeon sutured the lung instead of stapling to complete the case. There was no extended or time.